Event description:
The customer reported the system had an ad channel 15 error on doghouse on bootup. This error will likely prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.